Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. Reference medwatch with patient identifier (B)(6) for the mobile system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 1. Hi (result > 600 mg/dl) mobile system and 200 mg/dl (aviva nano system) 2. Hi (result > 600 mg/dl) mobile system and 180 mg/dl (aviva nano system) sets of readings were obtained at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.